Event description:
Following the procedure, the physician attempted closing the arteriotomy site with a tsl closer 6 fr. Device. A posterior cuff miss occurred. Field notes indicate that the sutures were not pulled taut. The physician reparked the foot and the sutures got tangled underneath it. Facility could not remove the device from the pt. The representative was called and rep talked them through reopening the foot and pulling the slack out at which time the suture broke. The physician reparked the foot and consulted a vascular surgeon. The pt was taken to surgery for device removal and closure of the arteriotomy. Field reports indicate the vascular surgeon noted that the device could have been removed in the cath lab. Vasular surgeon also commented on the state of the pt's groin tissue as being severely fibrotic. The pt recovered without further incident and was discharged from the hosp.